Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) had been off for 2-3 years. The patient now needed it taken out because she needed to have an MRI. No symptoms were reported. It was later reported that the patient had her device off for several years because it just did not work. The patient now wanted to turn it back on and give it another chance to see if it would work. It was off because it was not working. They were not sure what happened because symptoms were not relieved since 2013. The patient had botox for the bladder so she did not need the device, so it was turned off and the symptoms resumed. Further follow-up is being conducted to determine if the lack of therapy had been resolved after turning the device back on, to clarify if there was a device issue, to determine the cause of the issue and what actions, troubleshooting or interventions were taken. If additional information is received, a follow-up report will be sent.